Event description:
The customer reported that the fiber was noticed to have commenced forward firing at 55,043 joules during a prostate procedure. The procedure was completed with another fiber. The procedure had been initiated with a different fiber (reference MFR report number 2937094-2012-00184). No patient or end user injury was reported. The patient outcome was reported as "fine".

Manufacturer narrative:
(B)(4).